Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation; the electrodes used at the time of the reported event do not have a shorting wire, therefore the device will not be able to perform a 30 joule test. The device will display "check pads" message, as it is designed to do. This claim is being closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.